Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat no: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: g314n. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
It was reported that the patient presented with pain in knee, revised and found bone resorption.

Manufacturer narrative:
The patient is (B)(6). An event regarding patient pain and bone resorption involving a triathlon femoral component was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other similar events for the referenced lot. Conclusions: the reported bone resorption could not be confirmed based on the information and x-rays that were provided. The following comments were noted by the clinical consultant upon review of the available information: need operative reports, clinical history. Confirmation that femoral component is poor fit. X-ray indicates sitting proud off the bone.

Event description:
It was reported that the patient presented with pain in knee, revised and found bone resorption.